Event description:
Mammogram on 5/18/97 stated suspected rupture of right breast implant. Removal of bilateral silicone implants was performed. The right side was found to be an intra capsular rupture of silicone implant and the left implant was intact.